Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013; inratio: 4.7; lab: 12.7. Time between testing was reported as 1.5 hrs. Pt's therapeutic range is 2.0-2.5. Pt was sent to the hosp due to the high inr reading as well as symptoms of high inr such as pale face, not feeling well. Customer stated the pt was not sent to the hosp solely on the result of the inratio reading. The lab result at the hosp was 12.7. Customer did not have any further info regarding the hosp visit.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio: 4.7; ref: 12.7; mean: 8.70; confidence limits: n/a. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation was performed. In-house therapeutic donor testing has been performed on reported lot 296804 on (B)(6) 2013. Results as follows: donor 212; inratio: 2.1; inratio: 2.2, inratio: 2.2; ref: 2.09; bias threshold: 1.09 - 3.09; %cv: 2.66. Donor 215; inratio: 2.4; inratio: 2.4, inratio: 2.4; ref: 2.21; bias threshold: 1.21 - 3.21; %cv: 0.00. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)) no further action is required at this time. No corrective action required at this time as there was no product deficiency established.